Event description:
A report was received that a patient who was fitted with focus night and day lenses in 2002, attended a rodeo the next day and was splashed in the face and eye with mud from a passing horse. The patient experienced minor discomfort in their right eye, but did not remove the lens for the next 3 days/2 nights. The discomfort became progressively worse and the patient went back to the doctor 4 days later, who diagnosed a central corneal ulcer at approximately 8:00, along with infiltrates, cells and flare. Treatment was started with ciloxan and patient was referred to a corneal specialist who cultured the ulcer discovering staphylococcal ulcer and questionable acanthamoeba. He prescribed kefzol, cephalosporin, tobradex, tobramycin, ciloxan and an unknown medication for prevention of acanthamoeba. The eye continued to worsen, get better and then worsen, and the patient was referred to another doctor who discontinued the ciloxan and the other meds and switched to ocuflox and kefzol. The eye began to recover, eventually resolving with a residual 1.5mm scar at 8.00 centrally, at approximately one and one-half months after onset.